Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the patient had three cr bard avaulta products, transvaginal mesh products, surgically implanted to repair pelvic prolapse and stress urinary incontinence. The patient suffered mass damages due to these products. The side effects include: shrinkage, pelvic pain, sexual dysfunction, vaginal scarring, pain during intercourse, inflammation. The patient is unable to stand sit or do any type of lengthy activity. The patient is unable to lift anything over ten pounds as directed by the doctor. The patient takes massive amounts of pain medication. At the time of the initial surgery, the patient suffered from hematomas, requiring three blood transfusions. The patient was placed on IV antibiotics because of an infection. The patient has had multiple recurrent bladder infections yearly.